Event description:
Overdelivery reported. The pump was set to deliver morphine 1mg/ml at continuous rate at 2mg/hr, with a pt dose, setting of 2mg every 15 minutes with a four hour lockout of 20mg. The pt was assisted out of bed post op by a physical therapy aide. In moving the cords over the top of the equipment, the pump was reported to beep and the dose display was noted to show increasing numbers indicating a dose being given. The pt pendant dose button had not been activated. The cord was then noted "hanging off the back of the pump, and when it was pushed back in, another dose was delivered." Again the pt pendant dose button had not been activated. No alarms were reported. No pt harm was reported.